Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) was showing ECG line flat and not working properly on pressure trigger. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse checked performance of the unit with trainer and balloon connected with all trigger modes and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.